Event description:
It ws reported that outer packaging was open and the plastic casing was cracked of the interpulse handpiece with high flow tip. This was noticed prior to opening, there was no patient involvement. There were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It ws reported that outer packaging was open and the plastic casing was cracked of the interpulse handpiece with high flow tip. This was noticed prior to opening, there was no patient involvement. There were no user injuries or adverse consequences.

Manufacturer narrative:
The reported condition was confirmed upon visual inspection of the returned unit. The product blister package was broken on one of the corners, possibly caused by a forceful impact due to improper handling during shipping/transit or storage at the customer site. Subject condition can be easily detected by visual inspection. The condition was detected prior to procedure (out of box) and the product was not used. Thus, there was no patient risk on this particular event.